Event description:
The facility representative reported a colleague infusion pump with a "depleted battery alarm". It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with depleted battery was confirmed during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. Appropriate action was taken to correct the reported problem by replacing the main batteries and harness.